Manufacturer narrative:
Device evaluation - a DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was returned to smiths medical service center for repair. The top and bottom cases of the device were in excellent condition. There was visible contamination by the "l" bracket pole clamp. There was no external damage or contamination to the interconnect board or speaker. Primary audible alarm bgnd test was found in the event history log but could not be duplicated. As a preventive measure the speaker was replaced and self-test/occlusion test was performed. J9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. The problem source could not be identified.

Event description:
It was reported that the device exhibited a "primary audible alarm". No patient injury was reported.